Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch catheter and suffered an asystole which required a temporary pacemaker lead and prolonged hospitalization. Patient received index procedure for vt ablation on (B)(6) 2025. On 05-nov-2025 start date and site awareness date of 07-nov-2025, the patient experienced asystole requiring temporary pacemaker lead. Adverse event started during the repeat ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch catheter (d133602/3173704m) categorized as severe, serious, a life-threatening illness or injury, and in-patient or prolonged hospitalization with an admission date of (B)(6) 2025. Medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function was noted. The relationship with the study device was blank, but expectedness is n/a (not related/not serious). The relationship with the index study procedure is causal and expected/anticipated. The outcome was recovered/resolved with an end date of (B)(6) 2025. Intervention was other: temporary pacemaker lead implanted during index procedure. Temporary pacemaker lead removed on (B)(6) 2025 after patient had stable sinus rhythm. With serious adverse event (sae) reported to be on (B)(6) 2025. Bmmi 25.2kg/m2

Manufacturer narrative:
The lot number of 3173704m was reported; however, the lot number was not recognized by the system. Therefore, attempts have been made to obtain clarification. However, no further information has been made available. If additional information is received, a supplemental 3500a report will be submitted to the FDA. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required valid product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12-dec-2025. Patient was discharged (B)(6) 2025. The relationship with the study device was not related. The outcome was resolved. 10. Concomitant med products updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).